Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos of a 31g x 5mm pen needle sample were returned from lot. No. 8128654, cat. No. 320631. Visual examination of the returned photos was carried out a cannula through shield and cover was observed. Investigation conclusion: visual examination of the returned photos was carried out a cannula through shield and cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: root cause of this issue was incorrect loading of the shield to the hub at the shielding station rationale: CAPA (B)(4) was raised to address this issue.

Event description:
It was reported that before use of the bd¿ pen needle the pen needle was protruding through the side of the shield. The following information was provided by the initial reporter: whilst taking a bd micro-fine plus needle from a box this evening, I found the needle was protruding through the side as it stuck into my finger.